Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglide devices after a percutaneous coronary intervention procedure with a 7f sheath. Reportedly, the wire was disattached from the needles [suture retrieval issue] while removing the plunger. This occurred three times in a row. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.